Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the reclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6f. A second proglide device was used for successful suture placement. The sheath was upsized to an 18f and the aaa procedure was completed and hemostasis was achieved with the second proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Analysis of the returned device revealed a link break at the posterior cuff and can appear similar to a cuff miss. Visual inspection and performance verification did not detect a product quality deficiency. The cause of the incident was related to the operational context at the time of device use. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.